Event description:
The pt reported that she had experienced unexplained high blood glucose levels using a pod. At that point, she removed and replaced her pod and did not report any further issues. She reported that when she removed the pod, she noted that the cannula appeared bent. The device was discarded and will not be returned to the MFR for eval. She was unable to provide any lot or other identifying info for the product.

Manufacturer narrative:
The device was discarded so no device eval is possible. No conclusion can be drawn. Device labeling instructs the user to verify proper placement of the cannula and check the site frequently to verify and insure proper cannula placement at the infusion site.